Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 598 mg/dl and then 540 mg/dl. Customer was treated with manual injection for high blood glucose. Customer was experiencing high blood glucose symptom like vomiting. Customer also reported that there was difference between sensor glucose and blood glucose value. Insulin delivery was suspended due difference in sensor glucose and blood glucose level. The customer¿s blood glucose was 598 mg/dl and sensor glucose was 58 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 95 mg/dl. Auto mode feature was inactive at the time of incident. The insulin pump and sensor will not be returned for analysis. Frn-mmt-332-rsvr, unomed set, ozp mmt-7020 snsr.